Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The system was successfully verified prior to and after the surgery date. Latest preventive maintenance confirmed device met specifications as per service installation record. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows five successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows the total treatment duration was around one minutes and twenty-seven seconds. The surgeon lost vacuum one once during the docking process/before the treatment. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Because all the other flaps made today were normal and the island was close to the same spot as the small drop of moisture on the cone, it's possible that the residual moisture was enough to interfere with the laser pulse. As treatment report also shows, there is a decentered docking and fluid visible under patient interface fluid can interfere and reduce additionally the flap thickness. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was a tough island in the middle of the flap creation and the surgeon was uncomfortable to lift the flap in the left eye of a patient, during surgery. The surgeon asked the patient to wait minimum six weeks for a tissue heal.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).